Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient; product ID 377745, lot# v001224, implanted: (B)(6) 2005, product type: lead; product ID 377745, lot# v001224, implanted: (B)(6) 2005, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that there was an impedance issue. There were high impedances of greater than 10,000 ohms on electrodes 0, 2, and 9. Actions required as a result of the event was reprogramming and impedance testing was done as troubleshooting performed. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event.